Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that she has had some low blood glucose values in the 40 mg/dl range. The customer treated with a sugary bowl of cereal and her blood glucose increased to over 300 mg/dl. Transfer to the 24-hour product helpline was declined. No products were returned or replaced.